Event description:
A technician reported that the card reader displayed an error message, indicating that the card being read had no treatments left, even though the card was new. Reported issue was stated to have occurred after the patient had been prepped for treatment, and the lasik flap had been lifted. Reporter stated replacing the card did not resolve the issue, as similar error was observed with the replacement card. The surgeon put the flap down and performed the surgery the following day, after the card reader was replaced. The surgeon stated being satisfied with the patient's outcome, and no further information was provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).